Event description:
During a procedure, the surgeon noticed that there were metal particles coming from a brand new drill & drill guide. The metal particles remained in the patient. The surgeon is reporting no patient problems.